Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology and noise. The smart pass had programmed itself off due to the low intrinsic amplitudes. The sensing vector was set to the secondary vector. It was noted that the high energy shock impedances have been fluctuating from fifty ohms to 125 ohms. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the primary sensing vector. There were no additional adverse patient effects. The system remains implanted.